Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. Visual and functional inspection was performed and found leaking between the cross spike and the tubing line. The root cause and action plan will be documented through a corrective and preventive action (CAPA). Any and all actions will be designed to prevent the reoccurrence of the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the product leaks close to the connection with the diet. There was no patient harm.